Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis found that there was oversensing, high impedance and lead alert. Lead impedance alerts are recorded on (B)(6) 2012 and (B)(6) 2012; all impedances go off scale during week ending (B)(6) 2012. 11 vf and 4 "lfp" of less than 220 ms occur between the dates of (B)(6) 2012. Beginning (B)(6) 2012 averaging 10.8 ventricular short interval counts (v-sic) occur per day vs a previous per day average of 1.5 v-sic. Product ID d394trg implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2012. (B)(4).

Manufacturer narrative:
Correction: product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), analysis of the device memory indicated a lead impedance out of range alert, analysis of the device memory indicated the impedance on a pacing lead was beyond the expected upper range, 11 ventricular fibrillation (vf) and 4 "lead failure predictor" of <(><<)> 220 ms occur between the dates of (B)(6) 2012. All impedances go off scale during week ending (B)(6) 2012. Beginning (B)(6) 2012 average 10.8 ventricular short interval counts occur per day vs a previous per day average of 1.5 short interval counts. Out of tolerance subthreshold lead impedance alerts are recorded on (B)(6) 2012.

Event description:
It was reported that before the implantation of the defibrillator and lead the patient did not have any fast ventricular events. After the implantation, it was noted the patient had several fast ventricular tachycardia¿s. The system was removed and replaced due to the suspicion of the algorithms being pro-arrhythmic. Performance data submitted for the right ventricular lead was out of specification.